Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two firings were on the duct and the third he twisted the device a little bit to place in-between so, he can take the gall bladder at that point, but it was gapped, so he removed it and there was no damage to tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.